Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the patient, a 32-year-old female, had underwent the cesarean section in (B)(6) hospital in 2017 (the specific surgery date was unknown). The surgeon used the vcp346h to perform the uterine tissue sewing in a continuous suturing manner during the surgery (the specific sewing tissue level was unknown), and the intraoperative sewing operation was smooth. The patient had received intrauterine device implantation after the cesarean section (the specific operation time, hospital and product information were unknown). After the 2017 cesarean section, the patient experienced symptoms such as prolonged menstrual period, shortened cycle, and increased menstrual volume. During this period, hysteroscopic surgery was performed in 2018 (specific examination results are unknown), and color ultrasound examinations were performed on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2023, respectively, without any indication of residual suture like foreign bodies. The outcome of the patient's symptoms and treatment during this period are unknown. On (B)(6) 2023, the patient sought medical attention at (B)(6). Under hysteroscopy, a black linear foreign body was seen on the left side of the original incision of the uterus, and an intrauterine device was removed. On (B)(6), ultrasound showed a strong spot of 9 * 2mm in the lower segment of the uterus. On (B)(6) 2023, the patient underwent hysteroscopy to remove the foreign body. During the surgery, a cluster of sutures were seen at the cesarean section incision, and four sections of the foreign body were removed with forceps, each about 1 * cm long, the prognosis of the patient's condition after surgery is unknown. It is unclear whether the removal of residual sutures was the use of sutures during the second cesarean section in 2017.

Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Strength ¿ = 275 g/m. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a severely damaged suture. The image is not clear to determine the failure mode based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the same surgeon do the initial procedure and follow up procedure? Is it possible to obtain the exact closure method? And the actual suture that was used on each layer of wound closure during the initial procedure? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure from 6 years ago? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Date and name of re-operation on (B)(6) 2023? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the symptoms the patient experienced that led to the recent surgical procedure. Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a c section about 6 years ago and suture was used to sew the uterus. The patient came to hospital for examination due to abdominal pain this year, and was found with a linear foreign body and uterine incision diverticulum. Second surgery was performed to the patient on (B)(6) 2023, and the surgeon found there was suture not absorbed completely in patient. Then the suture was removed. Additional information was requested.